Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and healthcare professional of the clinical study. It was reported the patient had a history of multiple falls. Ever since the patient fell and landed on the ins pocket, it was taking way too long to recharge and it never went up more than 25% charge. The recharger was reset. The patient said it did not work and still took her up to six hours to get up to 25% with good coupling while recharging. Additional troubleshooting was performed. The ins was interrogated and the impedances were checked. All came back normal. Charger diagnostics were conducted. It was informed that there was nothing wrong with the equipment. The patient was reeducated in charging and asked to try to charge again for a week. A follow-up was scheduled to determine if anything had changed. The patient came back a week later on (B)(6) 2017 and stated no change had occurred to her charging intervals and that she was still not able to charge. The doctor now recommended an ins replacement. The cause of the longer charging periods had not been determined. It was assumed it was due to the fall and caused the patient the inability to properly recharge the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the device was interrogated on (B)(6) 2017. The impedances were within normal range. The battery was unable to be recharged over 25%, even with a different recharger. The implantable neurostimulator (ins) will be revised and replaced on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The outcome was reported as ongoing.

Event description:
The manufacturer representative reported that the patient fell on the battery two weeks ago and had trouble charging since the fall. It was noted that recharging was taking too long. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequela on (B)(6) 2017.

Manufacturer narrative:
A non-standard test was done to address the complaint related with trouble recharging. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 3 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor MRI ins, indicating that this ins is working correctly with a recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 100. The last recorded recharge session performed while the device was implanted was on (B)(6)2017. The device was recharged for 36 minutes and the battery charged from 3.57v to 3.69v. A prior charge occurred on (B)(6)2017; it lasted 7 minutes and the battery charged from 3.69v to 3.71v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The battery discharged to the lock mode on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.